Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated by olympus, and no reportable malfunctions were found that could have led to the reported patient infections. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a relationship between the subject device and the reported patient infection could not be identified. The customer reported that the culture testing of the device was negative for microbial contamination. Also, based on the information regarding reprocessing methods provided by the customer, there were no obvious deviations from the instruction for use (IFU) manual. Therefore, the root cause of the reported event could not be determined.

Event description:
It was reported that the patient¿s signs and symptoms are unknown because the infections were discovered during a follow up investigation. There was likely no special treatment for the carbapenem-resistant enterobacterial (cre) infection provided. Antibiotics and other medications were administered to the patients for postoperative care. Of the six patients involved, one patient infection was detected in ascites fluid, and a second patient infection was detected in the stool. Culture testing was not performed on the reprocessor. However, culture testing was performed on the endoscopes, and no bacteria were detected at the distal end or inside the device. One of the affected patients was discharged from the hospital. Another patient is currently in the hospital and reportedly in stable condition. There was no information provided regarding the remaining four patients involved.

Manufacturer narrative:
The suspect device referenced in this report has been returned to olympus for evaluation. The physical device evaluation has not been completed. The customer provided the cleaning, disinfection, and sterilization process stating that precleaning was performed immediately after the procedure. Water was aspirated through the instrument/suction channel with a suction pump. The air/water and balloon channels were flushed with water and air by using mh-948: air/water channel cleaning adaptor. The device passed the leak test. During manual cleaning, the detergent used was powerquick. The instrument / suction channel, suction cylinder, and instrument channel port were brushed. The automated endoscope reprocessor (aer) used was endoclens neo-s with endopure detergent and disopa disinfectant. All water channels were connected with cleaning tubes when the endoscope was setting up into the aer. The expiration date of the disinfectant was controlled and met the minimum effective concentration. The water quality was controlled, and it was not known if the filter was replaced periodically in accordance with the instructions for use. The device was dried by drying process of aer and stored in a drying cabinet. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received.

Event description:
The customer reported that multiple patients developed carbapenem-resistant enterobacterial infections which may have been related to the use of an evis lucera gastrointestinal videoscope. The customer initially reported that the scope was not tested for bacteria; however, the user thinks that bacteria entered the scope via a scratch on the device. The therapeutic ileus tube procedures were completed with the same device. The device is usually cleaned and disinfected with endoclens neo-s. The patients with the confirmed infections were initially reported to have had surgery on the same day, were placed in ICU beds next to each other, and were examined with the same endoscope. Olympus received further information clarifying that there were 6 patients who were suspected to be infected from the device. Patient 1 underwent an inpatient procedure using the scope on (B)(6) 2023 and (B)(6) 2023; patient 2 on (B)(6) 2023 (it was unknown if it was an inpatient or outpatient procedure); patient 3 on (B)(6) 2023 as inpatient; patient 4 on (B)(6) 2023 (it was unknown if it was an inpatient or outpatient procedure); patient 5 on (B)(6) 2023 (it was unknown if it was an inpatient or outpatient procedure); and patient 6 on (B)(6) 2023 (it was unknown if it was an inpatient or outpatient procedure). The customer also indicated that the endoscope / accessories were cultured; however, the results have not been provided at this time. The device was reportedly quarantined after the infection was confirmed. There have been no deviations/deficiencies/concerns in reprocessing. Additional information has been requested but no further information was provided at this time. This event requires 7 reports. The related patient identifiers are as follows: (B)(6) - patient 1 ((B)(6) 2023 procedure). (B)(6) - patient 2 . (B)(6) - patient 3. (B)(6) - patient 1 ((B)(6) 2023 procedure). (B)(6) - patient 4. (B)(6) - patient 5. (B)(6) - patient 6. This medwatch report is for (B)(6).